Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose on (B)(6) 2020 with unknown blood glucose level. The customer was treated with lantic insulin, humalin r in the hospital. The customer was using insulin pump within 48 hours of low blood glucose event. The customer also reported that the insulin pump was on auto mode. The insulin pump will not be returned for analysis.